Event description:
It was reported that patient underwent elbow arthroplasty in 2007. Subsequently, screw components reportedly loosened and patient was revised in 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found the appearance of scratches/wear markings toward the tip of the screw. Quality inspection showed that the threads were within tolerance, but with some burrs present. The abnormalities most likely occurred when the lock screw loosened from the humeral component threads.